Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered phrenic nerve paralysis. During superior vena cava (svc) isolation, phrenic nerve paralysis occurred during free wall ablation. Ablation was discontinued immediately, but paralysis did not return, and the patient left the room. The phrenic nerve palsy remained when the patient left the room. The physician commented there was nothing in particular. At the (B)(6) 2022 visit, the patient had recovered from paralysis the day after the onset and was discharged without any problems. No medical treatment was performed and the condition improved spontaneously.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30661447l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 5-feb-2022, it was noticed that the concomitant products were inadvertently omitted from section d10. Concomitant med products of the 3500a initial medwatch report. The items have now been added.

Manufacturer narrative:
On 14-feb-2022, biosense webster inc received additional information about the patient and event. It was reported the patient was a 54-year-old male weighing 65kg. The case was a superior vena cava isolation performed for atrial fibrillation. The event occurred during free wall ablation during superior vena cava isolation by the ablation catheter. The adverse event was discovered during use of biosense webster products. No medical or surgical intervention was required. The patient¿s outcome from the adverse event was fully recovered. There is no allegation against the mobicath or the acunav; it was reaffirmed these were concomitant product used in the case. Manufacturer's ref. # (B)(4).